Event description:
It was reported that during a morning shift check, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/18/2015 for investigation. Investigation results as follows: visual inspection was performed and found that the battery compartment, top cover and front enclosure were damaged. The lcd screen was also found to be flickering. The reported user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) was confirmed during power-on of the platform. Further inspection identified the cause to be a load cell that was not functioning properly. Following replacement of the load cell, the device passed functional testing and performed as intended. The autopulse platform's archive data was reviewed. There were no user advisories observed on the reported event date; however, multiple ua 7 codes were seen on other dates. Based on the investigation, the part(s) identified for replacement were the battery compartment, top cover, front enclosure, lcd and a load cell module. In summary, the reported complaint was confirmed upon functional testing and during platform archive review. The ua 7 was attributed to a load cell that was not functioning properly. Following service, including replacement of the load cell, the device passed all testing criteria.